Event description:
The pt's intrathecal morphine pump was refilled with morphine on 5/12/ 2000. On 05/13/2000 the pt came to the emergency dept with cyanosis and complaints of nausea, vomiting and shortness of breath. The pt's condition improved with the administration of narcan and the pt was admitted to the hosp for observation of overdose. The pump was interrogated by the MFR's staff and the medication content was analyzed by an external lab. The medication content and dosage were confirmed. Monitoring of the pump volume continued over the next 4 weeks and the volume expected was less than the residual volume extracted. The pump is to be explanted from the pt.